Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16298. It was reported the patient experienced an infection at the lumbar lead site causing the leads to become exposed. As a result, surgical intervention occurred wherein the lumbar scs system was explanted and patient was placed on antibiotics to address the issue. Culture was performed and no microbes were detected. Surgical staples were removed and patient is doing well postoperatively, reportedly.

Manufacturer narrative:
A patient experienced an infection at the lumbar lead site causing the leads to become exposed was reported to abbott. As a result, the lumbar scs system was explanted. The patient was placed on antibiotics to address the issue. Culture was performed and no microbes were detected. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.